Event description:
A us distributor returned monitor sn (B)(4) to report that it was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets) was confirmed. Upon investigation, the monitor reset. The cause for the resets was isolated to a corrupted boot-loader in the software. The root cause of the corrupted boot-loader cannot be positively identified. No adverse resulted form the defective monitor.